Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the controller w as out of service because the patient had died. Additional information has been requested regarding the cause of death and other details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-nov-2019 / serial #: (B)(6) UDI #: (B)(4) d6a: implanted date: (B)(6) 2018 d9: no h4: mfg date: 21-nov-2017 h5: yes h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had been removed from service due to the patient's death.

Manufacturer narrative:
Additional information has been requested regarding the patient information and details of the event, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that during the ventricular assist device (vad) implant procedure, the patient experienced significant right chest bleeding that required approximately 30 blood product transfusions, a depressed right ventricle that required inhaled nitric oxide (ino), and they were hypotensive despite inotropic therapy with three inotropes. Six days later, the patient received a percutaneously inserted vad. The patient developed vasoplegia and acute renal failure despite dual mechanical unloading and medical therapy. Approximately one month later, the patient had a colonoscopy due to experiencing recurrent gastrointestinal bleeds (gibs), which found mucosal ulceration of the right side of the colon consistent with ischemic colitis. Three days later, care was withdrawn and the vad was turned off. The patient subsequently expired soon after the device was discontinued. The patient's causes of death were reported as severe gastrointestinal bleed (gib) and right ventricular (rv) failure. Serial #: (B)(6) patient ime code(s): e0506, e0611, e130501, e2321, e2339 h6: imf code(s): f2202, f2301, f2302, f2303 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the ventricular assist device (vad) implant procedure, the patient experienced significant right chest bleeding that required approximately 30 blood product transfusions, a depressed right ventricle that required inhaled nitric oxide (ino), and they were hypotensive despite inotropic therapy with three inotropes. Six days later, the patient received a percutaneously inserted vad. The patient developed vasoplegia and acute renal failure despite dual mechanical unloading and medical therapy. Approximately one month later, the patient had a colonoscopy due to experiencing recurrent gastrointestinal bleeds (gibs), which found mucosal ulceration of the right side of the colon consistent with ischemic colitis. Three days later, care was withdrawn and the vad was turned off. The patient subsequently expired soon after the device was discontinued. The patient's causes of death were reported as severe gastrointestinal bleed (gib) and right ventricular (rv) failure.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: serial or lot#: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.